Event description:
Internal ge healthcare finding. No pt injury has been reported and no reports have been received from the installed base. Bolts securing the lift of the detector to the lateral c-arm may loosen over time. Potential exists for the detector to fall. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.